Event description:
The following was alleged by the patient's attorney: (B)(6) 2007:the patient underwent surgery for implant of an unspecified bard/davol ventralex(device #1). (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol ventralex(device #2). (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol ventralex(device #3). (B)(6) 2009:the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the three (3) ventralex(device #1, device #2 and device #3). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿the hernia sac was identified and freed from surrounding areolar tissues. Redundancy was excised down to the level of the fascia. Then a medium size ventralex mesh (device #1) was placed in a subfascial orientation, expanded so that the memory ring completely sealed up against the undersurface of the abdominal wall using sutures.¿ (B)(6) 2007 - patient was diagnosed with recurrent ventral incarcerated hernia thereby underwent open repair with the implant of ventralex mesh (device #2). Per operative notes, ¿the hernia sac was identified and freed from surrounding areolar tissues down to the level of the fascia. The sac was entered. The redundancy of the sac was excised along with the incarcerated fat contents. Then a medium size ventralex mesh (device #2) was placed and expanded to the complete memory ring was sealed to the undersurface of the abdominal wall using sutures.¿ (B)(6) 2009 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent laparoscopic repair with the implant of ventralex mesh (device #3). Per operative notes, ¿there was an omentum which was adherent to the underside of both the meshes. There was a mesh detachment on the inferior mesh (device #1). This was repaired through small stab incisions with sutures incorporating the memory ring and re-securing the entire superior hemi-circumference of the mesh to the abdominal wall. The superior mesh (device #2) which was detached and flipped down which was unfolded and repaired. Then a ventralex mesh (device #3) was placed in the center, covering the defect and re-securing the old mesh (device #2) using sutures.¿ attorney alleged that the patient had abscess, adhesions, mesh migration, mesh shrinkage, pain, hernia recurrence and emotional injuries. It was also alleged that patient had to undergo additional surgeries to repair hernia and revise the mesh.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year 9 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence and adhesions thereby underwent hernia repair. The instructions-for-use supplied with the device list hernia recurrence and adhesions as possible complications. This supplemental emdr represents the mesh ¿ ventralex (device #1). Additional supplemental emdr's were submitted to represent mesh ¿ ventralex (device #2 & #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. "Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex(device #1). An additional emdr was submitted to represent the bard/davol ventralex (device #2). An additional emdr was submitted to represent the bard/davol ventralex (device #3). " note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007:the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). On (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #2). On (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #3). On (B)(6) 2009:the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the three (3) ventralex (device #1, device #2 and device #3). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."